Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of 133 ohms. The field representative stated that trending showed 100 ohms and last check was 102 ohms. Also indicated that there were no other issues and lead as single coil was expected to get higher readings. Boston scientific technical services (ts) discussed continued monitoring. Additional information indicates that the cause was undetermined. The patient was brought in and tested, the results were in the 100 - 109 ohms range. Further, patient was monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that another alert was detected of high oor shock lead impedance. Further investigation was performed and indicated that the cause hasn¿t been determined and no shock was being tested. No other additional information available at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).